Event description:
The 3.5 x 13 cypher stent balloon ruptured at 8 atmospheres during a coronary stenting procedure, causing a dissection to an unknown artery. The dissection was treated with another stent. There were no pt injury reported and the product will be returned.

Manufacturer narrative:
The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt.